Event description:
It was reported that the patient was in the hospital for non-device related issues when they experienced pulseless electrical activity (pea) and bradycardia. The right ventricular (rv) lead exhibited oversensing, and there were pauses and pacing inhibition associated with the implantable pulse generator (ipg). The device and lead remain in use. No further patient complications have been reported as a result of this event.